Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
During analysis of the explanted lead due to infection in manufacturer report # 1644487-2014-01396, visual examination of the returned lead portion identified at suspected break at the end of the positive coil. Scanning electron microscopy images of the positive oil show that pitting or electro-etching conditions have occurred at the coil end. However, due to metal dissolution, mechanical distortion (smoothed surfaces) and surface contamination the fracture mechanism cannot be ascertained. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Attempts for additional relevant information have been unsuccessful to date.